Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 20-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Beginning on an unknown date at last six contacts are out on the lead following a fall several months ago. A disruption in therapy was also reported. The battery was read out. Impedances were checked on every reference point. A total of six contacts were confirmed out and not working. The other contacts were tested and a similar program of therapy was provided. Though, the new program does not fully cover the patient¿s pain. Surgical intervention was discussed with the patient and the managing healthcare professional (hcp). Patient follow up would continue. The issue was not yet resolved, but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep clarified that the battery being read out means that it was interrogated. It remains unclear where surgical intervention will occur or not. No further complications were reported/are anticipated.